Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock x-ray tube assembly. The system operates as intended.

Event description:
It was reported that the system displayed a generator error message which required the system to be rebooted, resulting in an intermittent loss of system functionality. There is no report of pt injury or death.